Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 27 mg/dl. It was stated that the customer had a headache and felt dizzy prior to the event. The customer had changed the infusion set on the morning of the event. Troubleshooting was performed and found that the basal rates were not programmed correctly. Also found the customer had given herself a 3.0 unit fixed prime when she changed the infusion set. Advised the caller of the correct fixed prime amount to give for the infusion set the customer was using. Assisted the nurse in programming the correct basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.